Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s low blood glucose level was 50 mg/dl and its usually around 70 mg/dl. Customer pump did not suspend when he was actually low. The customer stated that it suspended and resumed but today blood glucose was 71 mg/dl and 59 mg/dl and was 52 mg/dl but the pump did not suspended. Customer declined troubleshoot for low blood glucose level. The product was not returned for analysis.